Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin cp5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump 5 (cp5) became unresponsive during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the faulty touch screen. An nvmem clear was performed and functional checks were successfully carried out without issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump 5 (cp5) became unresponsive during priming. There was no patient involvement.